Manufacturer narrative:
This report is for one (1) unknown fns antirotation. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown fns antirotation. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was initially implanted with femoral neck system (fns) plate and locking screw. On (B)(6) 2018 patient underwent a revision surgery for femoral neck system (fns) plate and locking screw due to an unknown reason. The surgery was delayed for less than thirty (30) minutes. There was no adverse consequence to the patient reported. This report is for one (1) unknown fns antirotation. This is report 4 of 4 for (B)(4).